Event description:
Pt was "scoped" by physician. Doctor feels the tip of the tube has caused "abdominal abrasions". Medwatch report stated "device was found by x-ray to be of different type, causing bleeding by irritation of mucous membranes". Pt was cared for in the home. One pt involved.